Event description:
There was an allegation of a questionable cobas integra glucose hk gen. 3 result from the cobas 6000 c501 module. The initial result was 6.0 mg/dl and the repeat result was 83.5 mg/dl. The sample was repeated on another analyzer, sn (B)(6) was provided.

Manufacturer narrative:
The glucose reagent lot number is 788473, the expiration date was not provided. A field service engineer (fse) determined that the rinse arm vacuum tubing needed to be replaced. After replacing the tubing, he completed a qc check. The investigation determined that the service action resolved the issue.